Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia with thrombus. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and spectranetics visisheath dilator sheath on the ra lead, progress past the clavicle was unsuccessful. Switching to a spectranetics 11f tightrail sub-c rotating dilator sheath, advancement was made up to the innominate and had to utilize a spectranetics 11f tightrail rotating dilator sheath (long) to remain coaxial on the lead. Reaching the superior vena cava (svc)/ra junction, the ra lead freed from the heart and was removed. However, the patient's blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, pericardiocentesis, and thoracotomy. A perforation in the ra (MDR #3007284006-2025-00091) and a small perforation in the innominate were discovered and repaired. The remaining rv lead was removed post-thoracotomy, and the patient survived the procedure. This report captures the 11f tightrail device in use when the innominate perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B7) other relevant history, including preexisting medical conditions - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.